Event description:
The customer initially reported that their device was showing its low battery (attention) icon. After evaluation of the device, it was observed that the internal hlc batteries had been completely depleted. Without a charge in the internal hlc batteries, the device would not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The internal hlc batteries appeared to be depleted. After a thorough device investigation, the cause of the depleted internal hlc batteries could not be determined. The customer received a replacement device.